Event description:
On (B)(6) 2013, the reporter stated that a non-sterile samples of an anesthesia tray was sent to a customer. The customer did not know that the sample anesthesia tray that was sent to them was non-sterile and therefore it was used on a patient. Additional information received via telephone from the hospital administrator who stated that the anesthesiologist wanted to try out two different epidural trays. The sales rep brought to the hospital two trays that were not sterile for him to look at. The sales rep received these trays from the MFR. But at the time the doctor didn't know that they were not sterile. They were placed on the shelf with the other anesthesia trays and one of those was used on a patient. Three professionals did not see that there was no betadine and lidocaine in the kit but didn't know that had been opened and that it was not sterile and nowhere on the tray did it say " not for use." The sales rep was asked if these were sterile and the sales rep made a call to the MFR and it was stated that these trays were not sterile. On (B)(6) 2013, the tray was used on the patient once they found out what occured, later that evening the patient was started on leviquin 700mg every day and was instructed to signs and symptoms for infection to seek medical attention. No further information is known. The tray was thrown away as they didn't know that there was an issue at the time.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unk.